Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a damaged sterile package occurred. An opticross imaging catheter was selected for an unknown procedure. Upon unpacking, it was noticed that the device package was found to be flattened which compromised the sterility of the imaging catheter. However, the product box was in good condition. No patient involvement was reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The box was found damaged during the inspection. The sterility of the device was not compromised. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a damaged sterile package occurred. An opticross imaging catheter was selected for an unknown procedure. Upon unpacking, it was noticed that the device package was found to be flattened which compromised the sterility of the imaging catheter. However, the product box was in good condition. No patient involvement was reported.